Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the customer was using off label insulin within the pump supplies. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.